Event description:
The manufacturer was contacted regarding the voluntary field safety notice/recall concerning the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer has been informed that a user passed away due to a lack of oxygen to the brain, which was allegedly caused by not using the affected device. The user had not been using the device for two years and passed away in 2023. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported alleged harm that has caused the patient to pass away. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.